Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was discharged and is doing fine.

Manufacturer narrative:
The device was returned for evaluation. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Output verification found all pacing parameters within normal range. Additionally, visual inspection of the header and connectors found no anomaly related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.